Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.